Manufacturer narrative:
The available information suggests the device remained implanted. The local area field representative was contacted for further information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker expired 9 days after implant. There was concern regarding device functionality. The family was referred to the following physician for further information.